Event description:
An eleven year-old boy, was originally implanted on 11/3/95. His system functioned normally throughout the next three years and there were no reports of any problems. The pt began experiencing problems obtaining link between the internal and external system components during the early part of 1/99. Testing conducted later that month, including a complete change out of the external equipment, confirmed that his device had ceased functioning. Although the decision was made to explant his device, revision surgery has not yet been scheduled.